Event description:
It was reported that a patient presented with their right ventricular (rv) lead dislodged. The physician elected to explant and replace the rv lead. The patient condition was stable.